Manufacturer narrative:
As the customer did not retain the finished goods lot number; therefore, the device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root cause could be related to a manufacturing related issue; however, this cannot be confirmed with the information available. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the infusion stopped during a procedure. The cassette was re-primed and procedure completed with no patient harm reported. Additional information was requested; however, none has been received to date.